Manufacturer narrative:
Other, other text: one tracheostomy tube was returned for evaluation. Visual inspection of the device found the inflation balloon was missing. Using a syringe with a needle tip, air was inserted into the inflation line. The cuff inflated without difficulties and remained inflated-no defects were identified with the cuff. The end of the inflation line that was missing the balloon was inspected, and the end was noted to be smooth like it had been cut with a sharp object. The device was missing the 8 mm that is secured inside the balloon, which indicates that the inflation line was cut and not the result of a manufacturing fault. The problem source to the confirmed customer complaint has been determined to be user interface.

Event description:
Information was received indicating that a smiths medical portex bivona custom tracheostomy (trach) tube had split. Subsequently, a trach tube change out was performed. There were no reported adverse patient effects.